Event description:
It was reported that, after a thr had been performed, the r3 0 deg xlpe acet lnr 32mm x 50mm broke and become dislodged. This adverse event was treated with a revision surgery performed on (B)(6) 2020, in which the r3 0 deg xlpe acet lnr 32mm x 50mm and oxinium fem hd 12/14 32mm +0 were replaced. Due to revision surgery, the patient currently experiences some level of pain and decreased range of motion daily.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.